Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific recieved information that this patient was presented to the clinic for a routine follow up with noise on the right atrial (ra) lead. The patient was in atrial fibrillation (af), however slight manipulation of the pocket resulted in even greater noise being sensed. The impedances were below 100 ohms to 580 ohms and capture thresholds could not be obtained due to the patient's fast atrial rate. The physician elected to reprogram the system to vvi. No other adverse patient effects reported.